Event description:
Spontaneous call from patient reporting no disposable pump won't run error while in use. She stated that she tried turning the pump off and on and also moved the cassette to the backup pump but that didn't work. While author was on phone with patient, advised her to change only her tubing. She was able to get the infusion going again right away but she threw away the old tubing. No clinical injuries reported. No other information provided. Malfunctioning tubing. Reported to (B)(6) by pt/caregiver.